Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-jun-2016) is considered to be a best estimate. Updated fields: a2, b2, b3, b4, b5, d3, d4 (UDI no, catalog no, lot no, expiry date), g3, g6, h2, h4, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol marlex mesh (bard flat mesh) on (B)(6) 2017. As reported, the patient is making a claim for an adverse patient outcome against the marlex mesh (bard flat mesh). Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2017 - patient was diagnosed with large incisional hernia thereby underwent open repair with implant of bard flat mesh. Per op notes, ¿the previous incision was opened near the xiphoid to near the pubic tubercle. Multiple swiss cheese-like hernias throughout the midline incision and the rectus was approximately 5-6 inches apart with a large hernia sac in between were identified. Entered through the right side retrorectus space and peeled the posterior rectus sheath off the rectus muscle. This was done on the left side as well. A bard flat mesh was placed in the posterior rectus space and secured to the pubic tubercle with sutures.¿ (B)(6) 2019 - patient was diagnosed with chronic abdominal wall abscess and suture abscess thereby underwent open repair with debridement of abdominal wall abscess. Per op notes, ¿an elliptical incision at the lower end of the previous midline incision was made. All the chronic indurated scarred and granulated tissue off of the underlying fascia were taken. Suture abscess was noted and removed and debrided out the chronic infected area. Subcutaneous advancement flap closure was made with sutures and staples.¿ (B)(6) 2020 ¿ patient was diagnosed with abscess within the lower midabdominal wall, surrounding abdominal wall cellulitis thereby underwent open repair. Per op notes, ¿an elliptical incisions in the midportion of the abdomen overlying the area of the abscess was made. A discrete well demarcated abscess was identified and excised. A single suture was noted at the base of this abscess and this was removed. Mesh was not noted within the abdominal wound or base of the abscess. The wound was irrigated and packed.¿

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol marlex mesh (bard flat mesh) on (B)(6) 2017. As reported, the patient is making a claim for an adverse patient outcome against the marlex mesh (bard flat mesh). Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.